Event description:
The customer stated that he was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 20 mg/dl. Troubleshooting was performed, and the insulin pump was programmed, and reading the reservoir volume correctly. The displacement test passed. The customer stated that he last changed his infusion set the night prior to the event. However, the history files did not reflect any priming activity for that day. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.